Event description:
In 2001, this patient reported that only clicking sounds were heard. Telemetry could not be obtained. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.